Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 430 mg/dl and 431 mg/dl. The current blood glucose level was 300 mg/dl. Customer had a symptom like nausea. Customer treated with manual injection. Customer stated that the drive support cap was normal. Customer stated that the insulin pump passed the displacement test. The product will not be returned for analysis.